Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from two healthcare professionals regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller was doing brain MRI on (B)(6) 2017, on transmit/receive coil, 1.5 t magnet, horizontal closed bore system and the patient turned the ins off in their presence. However, about a third of the way through the scan, about 5 min, the patient reported that their neck started getting uncomfortably hot. They complained of burning in their neck, after which the MRI was ended. The patient was pulled out of the scanner, but they didn't talk about the issue afterward, so it was unknown if it was resolved when they were removed from the scanner. The caller stated they were familiar with these devices, and had scanned many in the past. It was noted that guidelines were being followed when the burning situation occurred. It was reviewed that the system may have contributed to the sensation, but there would be no reason to expect that to happen. It was recommended that the patient see their healthcare provider to have the device checked, and to examine their neck for other medical issues. No further patient complications are anticipated or expected as a result of this event.